Event description:
The customer stated that he was hospitalized due to hypoglycemia. The customer stated that he was distracted while running errands when he experienced low blood glucose levels. The customer was confused and treated with insulin instead of food. The customer's wife then called the paramedics to assist the customer. The customer stated that it was his error that caused the event. The customer stated that there were two small cracks on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.